Event description:
Patient had very strong bone and upon insertion of the 7.5mm diameter pedicle screw, the driver tip sheared off in the screw. The broken piece of screw driver was retrieved and the screw was further inserted with a new driver. There was no delay in the surgery.

Manufacturer narrative:
Ctl amedica is currently conducting a retrospective review of potential mdrs from previous years as part of our ongoing compliance efforts. During this review, an incident from 2022 - originally documented internally as not reportable - was re-evaluated and determined to meet the criteria for MDR submission. As a result, this report is being submitted on may 14, 2025, to address the 2022 incident in accordance with our updated assessment. It is important to note that no patient harm has been reported in connection with this incident. Original engineering conclusion: the driver tip sheared because the screw required more torque to turn than the driver could exert. This is the preferred failure mode so that the screw hexalobe can still be utilized. The amount of torque required to turn the screw is correlated with the density of the bone, which was "very strong" in this case, and the screw size used was 7.5mm diameter x length 50mm. This "very strong" bone in part with the larger screw diameter would result in a higher than average torque requirement to insert the screw.